Event description:
It was reported during a routine inspection of the cardiosave intra-aortic balloon pump (iabp), the device failed to power on and emitted a buzzer alarm. Further investigation revealed issues with the power management board and the valve control board, both of which required replacement. The device was not in use on a patient at the time, and no harm occurred.

Manufacturer narrative:
Due to character limit in block e1 event site name :(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Inspection found that there were problems with the power management board and the valve control board, which needed to be replaced. A quotation has been given to the hospital, and we are waiting for repairs. Since the hospital uses it very little, it may not be repaired for the time being, and the waiting period may be long. We can consider temporarily closing it. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.